Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
(B) (4) rec'd info that this dextrus lead was damaged due to clavicular crush. In a revision procedure, the atrial lead was explanted and successfully replaced. Because we were not told if this was the lead that was abandoned or explanted, we cannot report the explant date provided by (B) (4).